Manufacturer narrative:
Insulin pump was received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08695 inches. Insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 526mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with troubleshooting for high readings. Customer's current blood glucose level was 250mg/dl. Customer stated that drive support cap was normal. Customer was unable to continue troubleshooting and customer stated battery cap could not be removed. The customer was advised to discontinue use of the insulin pump when battery is low and to revert to the back-up plan. The insulin pump was returned for analysis.